Manufacturer narrative:
S/w version = 5.2a. Retainer ring = black. Case type = ngp. On 31-jan-2023, the customer alleged for short battery life. Pump was received with battery cap contact missing. Pump passed displacement test, sleep current measurement, active current measurement, and self-test. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found multiple alarms on the event date of 31-jan-2023 and a week prior: low battery alarms (104) on 01/28/2023 23:48:00.000. Replace battery alert (73) on 01/29/2023 09:19:00.000. Failed batt/battery failed alarm (58) on 01/29/2023 09:26:56.000 to 01/29/2023 09:29:02.000. No unexpected battery alarms/alerts during testing or in the pump history. Pump was cut open to perform visual inspection and found moisture damage on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, and label damage. Pump passed all required testing. Customer alleged for charge/battery lasts less than expected was not confirmed. Unexpected battery power loss was not confirmed. Pump battery cap contact missing was confirmed. Moisture damage was found on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the battery of the pump only lasts for a week. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the customer received a replace battery alert or replace battery now alarm. The customer will discontinue the use of the insulin pump and it will be returned for analysis.